Manufacturer narrative:
Concomitant medical products: 1056t lead. Implanted (B)(6) 2006, 1488tc lead, implanted (B)(6) 2006. Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was explanted and not replaced. The reason for explant was noted to be "other." Follow-up was attempted but no information could be obtained. No patient complications have been reported as a result of this event.